Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis and high blood glucose level on (B)(6) 2021 for a week. Customer's blood glucose level was 790 mg/dl at the time of hospitalization. Customer's current blood glucose level was 496 mg/dl. Customer reported shaking as symptom of high blood glucose level. Customer agreed to troubleshoot. Customer stated insulin pump had power loss alarm and it took them a while to replace the insulin pump's battery. Customer was able to clear the alarm and rewind the insulin pump. Customer also reported lost sensor signal alarm. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if customer was using auto mode feature or not. The insulin pump will not be returned for analysis.